Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The dowel pin came out of the device causing it to disassemble and become inoperable. The dowel pin and spring were not returned. The device was manufactured in 2015 and shows signs of extensive use. The medical investigation concluded that, per complaint details, no foreign body fell into the patient as ¿the device was outside of the patient when broken¿. It was communicated that the procedure was completed with a backup s+n device. No patient impact/injury or procedural delay was reported. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery when tightening the set screw through the intertan drill guide, the ball/socket within the set screw wrench, got snapped and it broke off outside the patient, no pieces fell inside the wound, all pieces were recovered. No delay reported. A different smith and nephew device was used to finish the case. No injury involved.